Event description:
The customer reported that on the morning of (B)(6) 2019, only ? Are displayed on the beds tab and the pop-ups were also not occurring on the central station (pic ix). Only individual beds are affected and not the entire ward. The error occurred also on another ward. There was no adverse event or patient harm reported.